Event description:
The hcp reported that the device was explanted. No reason was given for the explant. The device was returned to the manufacturer for analysis. A follow-up report will be sent if additional information becomes available.